Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that a guide tooth was damaged and that the lead was damaged at implant.

Event description:
It was reported that there was dislodgement of the atrial lead due to the quick extension of the helix. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.